Event description:
It was reported that the device drained fully charged batteries in few hours in the powered off state. Furthermore, the device would lose power in few minutes when it was turned on with known good batteries. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control's initial device evaluation was unable to verify the reported problem. However, physio is currently anticipating the device return to the manufacturing facility and continues to investigate the reported problem. A supplemental report on this event will be submitted to the FDA as provided by 21 cfr 803.56.